Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis. The customer did not provide their blood glucose value and the time or date of the hospitalization. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.